Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted a tear in the silicone segment directly below the upper fitment, measuring approximately 0.20 inches long. A slight scratch/crush mark was also observed on the ring retainer of the upper fitment. No other damage or issues were observed. Functional testing and pressure testing confirmed leaking from the observed tear. The root cause of the reported leak was identified as a tear in the silicone segment.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the pump segment during a tpn infusion, dosage and rate not provided. The tubing was replaced and there was no patient harm.